Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: immediate extraction site. On (B)(6) 2024, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.